Event description:
It was reported that patient suffered from skin infection with 2 strains of bacteria.

Manufacturer narrative:
Device was not evaluated due to the sample was not returned for investigation. Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. A device history record review was unable to be carried out due to no lot number or product code being provided. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. Insufficient clinically relevant supporting documentation was provided to perform a thorough medical investigation. However, it was reported that after several months with symptoms, the patient was found to have a multi-bacterial skin infection which cleared after oral antibiotics and povidone iodine usage. No further medical assessment is warranted at this time. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case could be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.